Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a controller exchange and atypical power cable disconnect and low voltage hazard alarms were confirmed via analysis of the downloaded log file. The downloaded system controller event log file contained approximately 2 days of relevant data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp) and the downloaded system controller periodic log file contained approximately 12 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). On (B)(6) 2022 from 02:30:22 to 02:32:35, the relative state of charge (rsoc) voltage was observed to be lower than the expected voltage of approximately 12.8 v while connected to the mpu, measuring as low as 8.3 v. The log file captured power cable disconnect and low voltage hazard alarms on (B)(6) 2022 at 02:30:22 and from 02:30:38 to 02:30:39 due to the decreased voltage levels. The driveline was then disconnected on (B)(6) 2022 at 02:33:50 and the controller was placed into sleep mode on (B)(6) 2022 at 02:35:24; these events are consistent with a controller exchange. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple attempts were made to obtain additional information, including if the cause of the low voltage hazard and power cable disconnect alarms was determined, if the controller was exchanged on (B)(6) 2022 due to the aforementioned alarms, and if the controller exchange resolved the alarms; however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 08may2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their system controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested; information was not provided. Related MFR for mobile power unit #: 2916596-2023-02078. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low voltage and power cable disconnect alarms. The system controller was exchanged on (B)(6) 2022. Log files captured from the returned controller revealed that it was previously in use as the primary controller and was exchanged on (B)(6) 2022 at 2:33:50. Prior to the exchange, log files captured a low voltage hazard and power cable disconnect alarms on (B)(6) 2022 from 2:30:22 to 2:30:23 and from 2:30:38 to 2:30:54 due to decreased voltages while connected to the mobile power unit (mpu). The decreased voltages and associated alarms did not affect the controller's ability to operate the pump at the set speed.